Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while explanting a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+2.0/072 (sphere/cylinder/axis) from the patient's left eye (os), the lens tore/broke. Reportedly, the patient did not cooperate well. During implant, the patient's eye movements caused the lens to turn over and then when the surgeon removed the lens, it became damaged. The lens was implanted and removed intra-operatively on (B)(6) 2019. An alternate lens was successfully implanted at a later date. Reportedly, there was no patient injury.